Manufacturer narrative:
This lead was explanted on (B)(6) 2019 due to three sudden drops in shock impedance, below 25 ohms. An insulation break in the lead is suspected.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019 due to three sudden drops in shock impedance, below 25 ohms. An insulation break in the lead is suspected. The lead and the ICD were returned for analysis. The memory content as well as the therapeutic functionality of the ICD were thoroughly analyzed. The inspection of the device data revealed two events with a documented shock impedance of less than 25 ohms. However, a thorough analysis of the ICD, especially of the impedance measurement functions, proved the device to be fully functional. The returned lead was visually analyzed. The lead was found cut through at approximately 13.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragments were returned for analysis, however, part of the lead body of approximately 4 cm length between these two fragments was not available for analysis. The lead showed multiple signs of wear. In particular in the distal region, the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Low shock impedance was reported on this lead. Lead appears to remain implanted.